Event description:
Intervention for non-maturing brachial-cephalic transposition av-fistula. Serial imaging of the fistula was performed revealing two parasite veins from the primary outflow cephalic vein. The smaller parasite vein was successfully embolized using two 8/4 tornado coils. Attention was then directed to the larger parasite vein. Two 10/4 tornado coils were successfully deployed. Serial angioplasty was performed through the cephalic vein to improve outflow. An 8mm angioplasty balloon was inflated to occlude outflow and visualize the arterial anastomosis. Angiogram was performed and showed the two 10/4 coils had migrated out of the parasite vein. Fluoroscopic imaging showed the two coils at the right ventricle. Attempts to snare the coils were unsuccessful. Pt was admitted to inpatient for observation. A f/u chest radiograph was performed on (B)(6) 2013 and showed the coils to have migrated into a subsegmental pulmonary artery branch of the right lung. A second attempt to retrieve the coils was performed. The procedure was aborted after 30 minutes of fluoroscopic time. The pt was recovered with no chest pain or shortness of breath. Reason for use: non-maturing av fistula.